Event description:
A physician attempted arteriotomy closure using the starclose device. The physician experienced difficulty in removing the device. Surgery was performed to patch the pseudoaneursym which occurred at the time of device removal. The patient is reportedly doing fine.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings that attributed to this incident.